Manufacturer narrative:
H3, h6: it was reported that a washout and liner exchange was performed due to an infection. During the revision, the head, liner and sleeve were removed. As of today, the implanted devices, all of which were used in treatment and additional information has been requested for this complaint but has not become available. The sleeve, r3 liner and modular head are no longer sold by smith & nephew. A review of the complaint history for the sleeve, r3 liner and modular head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. Similar complaints have been identified for the liner, sleeve and head. However, as the device is no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. All the released devices involved met manufacturing specifications at the time of production. It was also confirmed that all devices were sterilised. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. This case reports a revision, washout and liner exchange due to infection. The surgeon reported no signs of metallosis. It was communicated that the requested surgical records and x-rays are not available. Therefore, the patient impact beyond the revision and the clinical root cause of the infection cannot be determined. Due to the limited information provided, no further clinical assessment can be rendered at this time. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. Without return of the actual devices or further information we cannot further investigate the details supplied in this complaint, our investigation remains inconclusive and a definitive root cause cannot be determined. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that, after a thr it was performed a washout and liner exchange due to a infection. Surgeon explanted the r3 44mm ID intl cocr liner 56mm and the bhr modular head 44mm and implanted new xlpe liner and femoral head. Surgeon reported no signs of metallosis. Patient outcome is unknown.